Event description:
It was reported that one image had streaky artifacts, which caused the patient to be re-exposed. It was determined that the filament was necessary. Once this was done, the system is working as intended.